Manufacturer narrative:
No lot number and explants become available for this case. No further analysis was possible.

Event description:
Revision surgery performed 6 weeks after the primary surgery on (B)(6) 2021 due to leg length discrepancy (the leg was 3 cm longer). All implants revised. Lot numbers and primary date are unavailable.